Manufacturer narrative:
Event date: exact date unknown, event occurred several weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7079859.

Event description:
It was reported that the patient experienced loss of stimulation in the legs and overstimulation in the back due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.